Manufacturer narrative:
Additional information was received that the reason for ipg replacement was per physician¿s preference due to desire for patient¿s greater low back coverage. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.